Event description:
Intima catheter needle was inserted into pt's left antecubital vein. After scan finished intima was removed from vein. The plastic catheter separated from body of intima and remained in pt's arm. Pressure and tourniquet applied. Pt sent to emergency room where dr extracted plastic catheter under fluoroscopy. Pt to follow up with dr or primary care physician to remove stitches.